Manufacturer narrative:
Approximate age of device ¿ 11 months 17 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient returned for a routine follow up visit. Labs revealed positive blood cultures, patient was admitted for further tests and workup. Blood culture was positive for coagulase neg. Staphylococcus parenteral antibiotics were prescribed for 2 days. No additional information was reported.

Manufacturer narrative:
Section a2, a3, a4, d4, g3: correction. Section h6: device code inadvertently omitted . Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause of the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.